Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.100, lot: u311771, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection of the returned drill bit has shown that the cutting edges are completely worn out and the tip section is broken off as complained. The instrument is all in all in used condition and there are clearly wear marks and scratches on the whole instrument visible. Dimensional inspection: measurement outer diameter result: "pass" document/specification review: the certificate of the raw material was reviewed during the performed device history review and meet specification. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in may 2018 according to the specification. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production criteria¿s. Since the drill bit is in very used condition and the tip section is broken off, we can only assume that a mechanical overload situation has led to the breakage. We would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for humerus shaft fracture. During the distal locking, the tip of the drill bit broke. The surgeon tried to remove the fragment of the drill bit, but he couldn¿t because it remained in the cavity of a nail. The surgeon gave up removing the fragment, and it remained in the patient because the surgeon will be able to remove it when he removes the nail. The surgery was completed with another drill bit within 30 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).